Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was overheating quickly and turning off due to it. There was no patient involvement, thus no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the returned xenon lightsource was in used condition. The depot technician was able to duplicated the reported problem. During the evaluation, the ac entry was noted to be missing, bezel and top trim had physical damage, unit had missing screws, and power supply unit (psu) needed psu upgrade. The psu, lamp, right-side panel, ac entry module, fuses, control board, bezel assembly, and top trim were replaced. Evaluation and functional tests were performed and the mlx passed all tests. Root cause analysis - the reported complaint was confirmed. The issue of this 00mlx unit overheating and shutting off was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.